Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's date was inaccurate, cause was unknown. There was no impacted to the customer¿s blood glucose. Customer adjusted the date and continued to use the pump for insulin therapy.